Event description:
The customer reported that several patients experienced burns following cardioversion using philips pads.

Manufacturer narrative:
(B)(4). The customer reported that several patients experienced burns following cardioversion using philips pads. The device was not evaluated by philips and the pads were not available for eval. The investigation determined that there was no broken skin associated with the reported burns and no treatment was required. The customer was provided with info regarding the recommended use and placement of pads, and associated warnings. We cannot determine the cause from the available info.